Event description:
It was reported that on (B)(6) 2025 the patient presented to the doctor's feeling faint and dizziness. The mcot triggered a pause event at (B)(6) 2025 at 0834am est and was recieved as an auto-processed event. The event was determined to be intermittent complete heart block with premature ventricular contractions (pvc(s)) and multiple paused were noted, with the longest pause at 4.7 seconds. A review of cardiolog metrics determined cardiolog did not identify heart block or pause. As a result, the event was not presented to a monitoring technician for review. Based on the available information, there was a missed 4.7 second pause and missed intermittent complete heart block due to cardiologs misinterpretation of the arrhythmic event. There is insufficient evidence to determine if the missed event delayed pacemaker placement or impacted patient outcome. The patient sought medical attention when symptomatic, and pacemaker placement was ordered on (B)(6) 2025.

Manufacturer narrative:
A missed pause was reported. In the current version of the software (2.4.x) : pauses overlapping with purenoise are removed. As a result, all pauses are filtered in this specific strip. : extreme bradicardias or very long pauses are really rare. 99% of the time, when the qrs detection is so "slow" it means that the signal is not interpretable: either there are missing data, or there are no cardiac beats but just some artifacts wronly detected as qrs. Because of this, the noise detection signal is biased towards predicting noise when there is extremely slow rhythm.